Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2014 due to an unknown issue. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).